Manufacturer narrative:
Continuity testing did not identify any electrical opens. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. The root cause of why the patient did not have optimal therapy prior to the revision could not be determined.

Manufacturer narrative:
Weight: estimated, the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a return of symptoms. It was reported that the existing leads will be removed, and new leads will be placed. At time of surgical intervention was undertaken only the right lead was replaced along with a new guardian burr hole cap. No reported complications and stimulation was turned on about a week after the new lead was implanted. No further information at this time.